Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
On (B)(6) 2014, the patient reported that the patient has experienced blood glucose levels as high as 500 mg/dl and as low as 20 mg/dl. She stated that she primed her infusion set 3 times, but no insulin came out of the end of the tubing. The patient switched to her backup infusion device. She thinks her primary device was not delivering insulin accurately. No adverse event was reported. The infusion device was requested to be returned for product evaluation.